Event description:
During planned implant removal doctor found 3 screws were broken. This is 3 of 3 reports for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(6).